Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked around the meatus after 6 hours of use, and that the red coloring came off of the catheter after it was in use for 1 day. The patient also reported that he allegedly experienced bladder spasms, self limiting pain and bleeding as a result of using the device. The patient went to the emergency room to have the catheter replaced with another foley. The new catheter seems to be working better with his anatomy. The patient felt like the pain, leaking, bleeding and spasms were due to the catheter being too rigid. There was no further medical intervention required.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "do not aspirate urine through drainage funnel wall." 1354, 1170, 1420, 1966, 1994 = "nl" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.